Event description:
The manufacturer's representative reported the pt had not been experiencing drug effect for approx 2 weeks. The pt has heard no alarm. A reservoir volume discrepancy was reported actual reservoir volume of 8ml and expected reservoir volume of 3ml.